Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h11l02017) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow up report will be submitted if additional information becomes available.

Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis in a home patient (hp). During a call with baxter technical services (bts) the following was reported. On (B)(6) 2012, the hp was diagnosed with peritonitis, manifested by cloudy effluent, and was hospitalized for the event. The cause of the peritonitis was unknown. On (B)(6) 2012, the hp was discharged from the hospital. On an unreported date, the hp had to go to the emergency room due to an unrelated issue. At that time the hp was still experiencing cloudy effluent. On an unreported date, the hp was treated with vancomycin (route, dose and frequency not reported) and the pd catheter was removed. The caregiver was retrained on aseptic technique (date not reported). The hp was discharged from the hospital on (B)(6) 2012 and is temporarily on back up hemodialysis. The hp is recovering from this peritonitis event.